Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 110 mg/dl, 148 mg/dl, 197 mg/dl, 173 mg/dl. Tests were done < 10 minutes apart with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.